Manufacturer narrative:
On sep 17, 2020, haemonetics manufacturing performed a photo evaluation of the bowl from the low vol(125ml) cs5 set and confirmed a bowl core leak with a crack in the inner core base. Although there was no serious injury or harm, past reporting (1219343-2020-00001-01) indicates this particular malfunction on a similar device has been associated with a reported death event. The investigation of 1219343-2020-00001-01 indicated the inner core of the bowl malfunctioned via a crack but did not cause or contribute to the reported incident according to the surgeon that performed the surgery. Haemonetics decided to conservatively report inner core cracks that are confirmed by manufacturing due the event of the past report.

Event description:
On august 05, 2020 haemonetics was notified of an inner core leak which was observed during a procedure in (B)(6), utilizing the cell saver 5 autologous blood recovery system and low vol(125ml) cs5 set. There was no reported impact to patients' health.